Event description:
It was reported to philips that when they placed the patient on the defibrillator there was "no visible rhythm" via pads. They obtained a second defibrillator and the rhythm was displayed via the same pads. When the rhythm was established with the second defibrillator, the patient was found to be asystolic. The involved patient died but the customer has stated that the device behavior did not directly impact the patient outcome.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.